Manufacturer narrative:
Establishment name: (B)(6) hospital. The device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image is blacked out on the high definition liquid-crystal display (lcd) monitor. The malfunction occurred during an unspecified procedure which was completed using another monitor. The device was inspected before use and there was no abnormality identified. There was no injury to the patient.